Event description:
The customer reports that after selecting "apply shift for session," not all fields in the plan displayed the applied shift on the truebeam treatment screen. All fields but g180 indicate that the shifts were applied for that session. Also, if the site attempts to automate the plan, the field g180 does not get grouped in the automation. There was no report of serious injury or mistreatment as a result of this event.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.